Event description:
It was reported that during the procedure on (B)(6) 2021 for a right va v4 stenosis case, the physician used a guiding catheter with a guidewire to bring a microcatheter to the posterior cerebral artery. A balloon catheter with guidewire were delivered to the lesion and dilated. Following this a stent (subject device) was delivered through the microcatheter. However a resistance was encountered within the microcatheter and the stent was found to be deployed within the microcatheter. The procedure was completed successfully with another stent device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the stent was found to be deployed and not returned. The tip of the stent introducer sheath was found to be damaged and the stent delivery wire was found to be intact. Functional inspection testing was not performed as the stent was deployed and not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Addition information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. The stent delivery system was flushed with saline prior to use and continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was described as 'moderately tortuous'. However, in the good faith effort (gfe) follow-up questions, the physician does not feel that the anatomy and/or location of intended area of treatment contributed to the reported event. The introducer sheath was being used with an excelsior xt-27 microcatheter hub and the rhv was correctly adjusted to allow passage of the neuroform ez device through without causing damage. The issue was noted when 'prepared and flushed it normally and began to deliver, and after delivered it for a while, resistance was encountered and the stent could not be advanced even adding some force to push it. So the operator took the stent system out slowly and found the stent deployed in tail of microcatheter'. Although it is unclear which section of the microcatheter the 'tail' refers to, what is clear is that the stent deployed inside the microcatheter shaft. The stent was not returned for analysis as it had been deployed on the table (outside of the patients' body). The sdw was returned and was undamaged. The introducer sheath was returned and damage was visible at the distal tip of the sheath. The as reported code as well as the as analyzed codes listed in the grid below will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure on (B)(6) 2021 for a right va v4 stenosis case, the physician used a guiding catheter with a guidewire to bring a microcatheter to the posterior cerebral artery. A balloon catheter with guidewire were delivered to the lesion and dilated. Following this a stent (subject device) was delivered through the microcatheter. However a resistance was encountered within the microcatheter and the stent was found to be deployed within the microcatheter. The procedure was completed successfully with another stent device. No clinical consequences were reported to the patient due to this event.